Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. To address error 25589, the fse initially replaced the master tool manipulator (mtm). It was reported that on the following morning, the system faulted with error 25589 again. To troubleshoot, the fse swapped mtms and noted that the fault stayed with the right mtm. The fse then swapped mtms back to the original position, swapped remote arm controllers (rac)s 1 and 2, and noted that the issue moved to the left mtm. The fse then replaced the rac since it was determined to be the root cause of the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the reported failure. The unit was installed into the test system and it failed with error 25589: power up self test failed brake voltage test. For troubleshooting purposes, the rac was opened and fluid contamination was found inside. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the customer encountered a message stating "left hand says relax control" and error 25589: power up self test failed brake voltage test. It was reported that the customer attempted performing several hard power cycles but the error kept re-occurring and asking the customer to disable the right master controller on the surgeon side console (ssc). All troubleshooting steps were performed to attempt to resolve the reported issue; however, the issue persisted. It was reported that the customer had access to the system's second ssc and opted to disconnect the first console and connect the second console. It was reported that following that, the system powered up with no issues. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use and no issues were noted during system set-up. The procedure was completed successfully with no reported patient injury.